Event description:
Contacted to report one patient with incorrect results for hemoglobin and rbc. The patient sample was run in the autoloader mode on the cell-dyn 4000 analyzer and generated a hemoglobin value of 8.04 g/dl and rbc value of 2.97 m/ul. The result was reported out of the laboratory. There was no invalid data flag or sim (system initiated message) generated to alert the operator. The next day, a fresh tube was drawn,run in the autoloader mode, which yielded a hemoglobin result of 11.6 g/dl and the rbc value of 4.04 m/ul. A delta check failure occurred due to the difference in result from the sample run on the day before. The operator then repeated the test using the initial specimen tube from the day before and obtained a hemoglobin value of 11.4 g/dl and a rbc value of 4.06 m/ul. There was no impact to patient management reported.